Event description:
Sorin received information that this lead dislodged after approximately one and a half months after implantation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.